Event description:
Pt reported high bgs (143 to 217 mg/dl) and no pod alarm. Pt had worn pod back for less than 2 days, no blood/moisture at site, but some blood in the cannula, cannula not bent. Returned pod for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.